Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that one gauze was missing of the ten that come in the pack.

Manufacturer narrative:
A device history record review could not be performed because the lot number provided by the customer was not valid. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Nine pieces of product with lot#10114119 was returned for investigation. From the investigation, the supplier determined that the worker did not put one each of product resulting in a miscount. Each piece of the product is uneven in weight, and the upper and lower limits is unreasonable therefore the miscount was not found when weighing. The following actions were taken: retraining was provided to the worker that arranges the gauze neatly. Resetting the upper and lower limits of the scale was performed and changes to the error value of the small size product from 1/4 to 1/5. This complaint will be used for qa tracking and trending purposes.